Event description:
It was reported that the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.